Event description:
A malfunction alarm was reported with a specific malfunction code displayed as "malf 0." There was no reported impact on the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur post-reset. The customer was advised to continue using the pump and to call back if the malfunction recurred.